Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. The patient had a previous coronary artery bypass graft (CABG) surgery performed in (B)(6) 2023 and presented with pleural effusion and heart failure. On (B)(6) 2024, the patient underwent a mitraclip procedure where xtw ( lot: 30602r1117) was implanted. The final gradient was 8mmhg but this was considered satisfactory by the physician. Mr was reduced to grade 1. At the 30 day follow-up, the patient still had pleural effusion, mr grade 1, and gradient 8mmhg. On (B)(6) 2024 open heart surgery was performed. A CABG procedure along with mitral valve replacement was performed to eliminate the remained mr and elevated pressure gradient. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported mitral stenosis cannot be determined; however, mitral stenosis is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Surgical intervention and hospitalization were a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Health effect - impact code: 4607 added.